Event description:
It was reported that the surgeon used the absorbable hemostat during a laparoscopic hysterectomy approx 8 months ago. The absorbable hemostat was used during this case in the area of the vaginal cuff. The product was left in place. Postoperatively, the pt was febrile and later developed generalized hives and urticaria. The surgeon performed a laparoscopy to visualize inside the surgical site. None of the absorbable hemostat was left in the area of the vaginal cuff. It appeared to have absorbed as intended. The pt has been following up with a dermatologist to determine the cause of her skin reaction. The pt has been placed on steroids as a result.

Manufacturer narrative:
Date sent to the FDA: 02/29/2008. Conclusion - no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.